Event description:
One random control sample with discrepant sodium results. Prior to a patient run, level 1 sodium control was 133 mmol/l, level 2 sodium control was 148 mmol/l. Four patient samples were tested for sodium and gave the following values, 126 mmol/l, 128 mmol/l, 123 mmol/l and 116 mmol/l. Controls were run after these patients were tested, and gave the following results 120 mmol/l and 133 mmol/l. No repeat testing data available for patient samples. The initial results were reported, patients not adversely affected. The field service representative determined there was a problem with the sodium electrode. The sodium electrode and probes were replaced.